Event description:
It was reported that the patient underwent posterior fusion at l4-5, l5-s1 mixing rhbmp-2/acs with autograft and placing the mixture into peek cages, which were then placed into multiple levels. Subsequently, the patient was diagnosed with "injuries including, but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2009 lumbar fluoroscopy taken during fusion surgery. First film is of k wire laid across l4 for positioning. Next view is a lateral view with tubular retractor in place exposing from the l3 disc to below the l5/s1 facet level. A grade two isthmic spondylolisthesis is evident on this film. Next view is after placement of second retractor and localization of the l4 disc with a small probe. Next view is during final placement of capstone spacer at l4 with inserter still attached. Next two films are during cleaning and placement of a similar spacer at l5. Next films unilateral pedicle screws have been placed in l4 and s1 and connected to a rod with set screws. The next few views depict placement of segmental pedicle screws into l4, l5 and s1 using minimally invasive technique, sextant rods and towers and final tightening as seen on ap and lateral views. On (B)(6) 2009 CT lumbar axial views show construct as described above. Capstone spacers appear well positioned, rods and screws are well positioned. There has been hemi-laminectomy on the left for placement of the spacers at l4 and l5. Coronal reconstructions are also provided. No evidence of heterotopic bone is seen on these studies, although it would not be evident one day postop. On (B)(6) 2009 venous duplex doppler (vascular) study is usually performed to rule out a deep venous thrombosis in the immediate postoperative period.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a spinal fusion surgery at an unknown level using rhbmp-2/acs on (B)(6) 2009. After the surgery, and while still hospitalized patient was in excruciating pain. A few days later he had a revision surgery which revealed that the 5th screw had broken some time after the first operation. Subsequent to that surgery, patient experienced some relief. Patient continued to treat with surgeon for back pain and his pain continued to increase, while his ability to ambulate became increasingly difficult. On about (B)(6) 2012, patient was informed that the fusion surgery on (B)(6) 2009 had caused excessive bone growth into his spinal canal creating pressure and consequent damage to the spinal nerves in his lower back. Thereafter, patient stopped treating with the surgeon and consulted with another physician who has recommended that the bony overgrowth be shaved down, however there are risks of extensive nerve damage associated with the procedure. Patient has pain in the legs, doesn't sleep and has persistent cramps in his legs. He has pain and stiffness in his shoulders and neck. His sense of balance is diminished. Patient's condition is worse than before the surgery. Bony overgrowth on the spine is impinging on spinal nerve roots which are causing severe pain. Patient has experienced abnormal inflammatory reaction, cysts or seromas, and scarring.